Event description:
It was reported that during a meniscus repair surgery, four(4) fast fix devices could not deploy the t1. The procedure was successfully completed using a back-up device, a delay greater than 30 minutes was reported. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that each device was returned in original packaging with the batch number of the complaint on the label. Device one, two, and three: the t1, t2, and sutures were not returned. The variable depth straws were trimmed. Device four: the t1, t2, and suture were still on the needle. The t1 is behind the dimple. The suture is pulled free from the depth straw. The variable depth straw was trimmed. A functional evaluation of device one, two, and three could not be performed due to both the implants, on each device, had already been deployed. A functional evaluation, using a reference meniscus, showed the t1 would not deploy due to its position behind the dimple. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include pushing t1 behind the dimple. No containment or corrective actions are recommended at this time.